Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed motor test. The unit also passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test and displacement test. However, the occlusion test and no delivery test could not be performed due to the prime anomaly. The unit was also received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after completing a bolus. The patient's blood glucose at the time of incident was 169 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.